Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/06/2011 with the following findings: the pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient's mother reported that the keypad is unresponsive. She also reported that the keypad is intact and there is no water exposure to the pump.